Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's ipg stopped communicating/ is inoperable following an unrelated surgery. The ipg is not providing therapy. Reportedly, the ipg was not set into surgery mode prior to the surgeries. Troubleshooting was unable to resolve the issue. As such, surgical intervention may take place at a later date to address the issue.